Manufacturer narrative:
The section on precautions in the instructions for use states "when using the navistar or navistar ds catheters with conventional systems (using fluoroscopy to determine catheter tip location), or with carto system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered."

Event description:
The customer stated, that the physician observed a decrease in blood pressure while ablating with the navistar catheter. A cardiac tamponade was detected on performing an echocardiogram. It was reported that approx 400ml of blood was drained by puncturing the pericardium after which the patient was moved to the critical care unit. Patient status has been reported as stable. The physician is of the opinion that the cause of the tamponade was excess ablation which was invoked by raising the temperature setting. The ablation use of the navistar catheter is an off-label use in a foreign country. Other devices that were reportedly used during the procedure were the lasso catheters, both of which were reported as resterilized devices.